Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Continuation of d10: product ID {d-evprop2329us}; product lot/serial number (B)(6); product type: {delivery catheter system (dcs)}; product ID {l-evprop2329us}; product lot/serial number {(B)(6); product type: {compression loading system (cls). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated a left bundle branch block (lbbb). Medications were prescribed. No adverse patient effects were reported. Additional information indicated that following the implant of the valve with this delivery catheter system (dcs), a right femoral access site bleed occurred. A silver nitrate stick and pressure were applied to the right femoral access site post-operatively. A small soft hematoma was observed and resolved. Hemoglobin (hb) reached a low of 12.4 grams per deciliter (g/dl). Per the physician, the bleeding at the access site was related to the dcs. One day later, b-type natriuretic peptide (bnp) was elevated to 443 picograms per milliliter (pg/ml). Baseline bnp was 216 and 155 pg/ml. Intravenous therapy (IV) furosemide was administered, and the patient exhibited bilateral lower extremity edema. Oral furosemide were resumed at after discharge from the index procedure hospitalization. Per the physician, the volume overload was related to the valve implant procedure and was not related to the valve or dcs. The patient presented to the emergency room (ER) three days later with bleeding from the right femoral access site. Venous duplex scan ruled ou t pseudoaneurysm and labs were stable with hb at 12.4 g/dl. The patient was discharged from the ER on the same day.